Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6). That during service and evaluation, it was discovered that there was component damage to the cable/cord/wiring on the motor device. It was determined that the motor overheated, the controller was defective, the connecter fuse wire was worn and the hose was defective. It was further determined during the pre-test that the device failed for temperature and hand control assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.